Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's system was auto-reducing following an altercation. All contacts have high impedances and x-rays are showing coiling and breakage. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information found the patient had their lead replaced and repositioned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.